Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alet for high out of range shock impedance measurements for the shocking right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and reviewed the data found several high and out of range values over the past year. Eight months earlier the impedance was at 141 oms and then stayed in 90 to 110 ohm range until another impedance in the 120 and 130 ohm range occurred. It was noted that the pacing impedance measurement was stable and no events with noise were observed. Ts discussed that the rv lead is a single coil lead. The clinic increased the remote home monitoring alert to 150 ohms and will continue to monitor the patient remotely. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.